Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional called inquiring about noise that looks like it is atrial afibrillation (af).it was also noted this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. Technical services(ts) reviewed the episode and found there is some noise and true af. The patient does have congestive heart failure (chf) so the hcp does not expect a difference in symptoms. At this time, the ICD and non-boston scientfic ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional called inquiring about noise that looks like it is atrial afibrillation (af).it was also noted this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. Technical services(ts) reviewed the episode and found there is some noise and true af. The patient does have congestive heart failure (chf) so the hcp does not expect a difference in symptoms. At this time, the ICD and non-boston scientfic ra lead remains in service. No adverse patient effects were reported.